Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID d-evolutfx-34 (lot: 0013298786); product type: 0195-heart valves; implant date: not-implantable; explant date: na medtronic product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2026; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure in the setting of an elliptical aortic annulus with extensive calcification at the annular level and a significant left ventricular outflow tract bar, a fluoroscopy load check showed an acceptable load with crown overlap at node 3.5. During the first valve deployment attempt to 80%, the valve was noted to be in a high position (1¿2 mm non-coronary cusp) with significant crowding of the valve inflow. The valve was recaptured and a second deployment was performed slightly deeper in the ventricle to try to resolve the issue; however, a full infold was observed. The system was removed and replaced with a new system, and a new valve was implanted with no issues at 3 mm, with no conduction changes and mild paravalvular leak. No patient complications have been reported as a result of this event.